Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized for trouble breathing and was diagnosed with a hernia. The cause of the hernia was unknown. The hernia was surgically repaired in the hospital. Following the hernia repair, pd therapy was temporarily discontinued and hemodialysis was performed (for 6 weeks). On an unknown date the patient was discharged. It was reported on an unknown date during the month after the hernia event, the patient was ¿fully recovered¿ from the hernia event. No additional information is available.

Manufacturer narrative:
(B)(4). The hernia event occurred on an unspecified date in (B)(6) 2013. The device was not returned for evaluation, therefore no event history is available. A review of the device history records showed no abnormalities that could cause or contribute to the reported event. The service history review shows that there is no previous service history for this device. The device was shipped to the customer in new manufacture condition. Should additional relevant information become available, a supplemental report will be submitted.